Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The information for use states: do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of the system pump flow may lead to less than optimal treatment. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
Additional information submitted as a separate event and determined with investigation to be related to this event reported that after admission with low flows, the patient underwent an invasive ramp study in the cath lab. When speed was decreased patient had a witnessed stroke in the cath lab (posturing). The patient was taken to interventional radiology for removal of the clot from the brain, but stroke was catastrophic. The patient expired. The information for use states: do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of the system pump flow may lead to less than optimal treatment. Pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed reduction in flow and multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus and stroke are known potential adverse events associated with all vad implants as outlined in the instructions for use. The instructions for use addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines based on previous history of neurological event and review of the available information, clinical factors and patient co-morbidities could have contributed to the event. There is no evidence of any product malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It has been reported from medwatch (B)(4): "low flows with investigation to see if pump thrombus was present". Patient is in clinical study group pasint. From the patient data file, it is reported that the "primary cause of death is neurological dysfunction". No additional information is provided.